Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use with no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure and no fragment falling inside patient anatomy. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.